Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that during the procedure, the 2.75x33 xience sierra drug eluting stent (des) was implanted in the moderately calcified, 80% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. The lesion was predilated with an unspecified 2.75x 12 balloon; after which, the xience sierra des was implanted. After the delivery system was removed, a dissection was noted at the distal end. A 2.75x8 des was used to successfully treat the dissection, showing a timi iii flow without any residual stenosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.